Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported conditions were verified. The device was found out of specification in relation to the reported over infusion, failed downstream occlusion and flow rate tests which were reproduced. The device was found to over infuse during flow rate testing and the device failed to detect a downstream occlusion during fluid pressure testing. The reported over infusion, failed downstream occlusion and flow rate tests were verified. Evaluation found during an internal inspection, the symptoms to be caused by the lack of grease applied to the cam lobes and therefore abnormal wear on the cam lobes and pushers. The cam shaft assembly, fingers, valves and pushers were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Medwatch received. (B)(4). Medication of the reported over infusion was milrinone. Infusion rate was a 200ml bag set to 7.5ml /hr. After 2hrs and 16 min the bag was empty.

Manufacturer narrative:
Event was reported to occur in (B)(6) 2017. The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over infusion during therapy (medication, dose, programmed amount and delivery rate unknown). The device was tested at the facility and failed the downstream occlusion test and flow rate testing (exact results unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.